Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was 350 mg/dl. Customer experienced symptoms such as abdominal pain, achiness and thirsty. The customer was assisted with troubleshooting. The customer was treated with intravenous insulin and saline and glucose to even it out for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.